Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that system unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system logfiles onsite and found that several suite pc processes errors. To resolve the issue, the fse reinstalled software 2.2.7, azurion rsn tool and lod tool. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.